Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. He device history record [DHR] of potential related lots was reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarmed with an "unknown" alarm during fill 1 of 5. Patient stopped the treatment for the night. Next morning when patient removed the cassette, the inside of the cassette door was wet. The patient's peritoneal dialysis registered nurse (pdrn) later confirmed that the fluid leak did not result in any adverse events. The patient is performing continuous cycling peritoneal dialysis after the event. The set was discarded.